Event description:
Per report received from gore, manufacturer of the aaa stent graft: the patient had repair of saccular thoracic aortic aneurysm in the descending thoracic aorta at the level of a previously repaired coarctation. A debranching of the left subclavian artery with left carotid subclavian bypass was performed and a spinal drain was placed. A type I endo leak persisted requiring angioplasty and a palmaz stent was placed using a z-med balloon catheter. The endo leak was resolved. The patient tolerated the procedure well. Five days later, the patient had suffered a large left hemispheric stroke. A carotid doppler demonstrated a clot at the carotid bifurcation and tee showed clots presented on the previously replaced aortic valve. Although a left carotid artery thrombectomy/embolectomy, and patch angioplasty were performed, the patient did not recover and expired three days later.

Manufacturer narrative:
The is no sterile lot number information available thus no DHR could be performed. Stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the aorta produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. In this case, this was a patient with chronic atrial fibrillation; this would increase the risk of thrombus formation and embolization to the cerebral circulation. The need to discontinue the chronic anti-coagulation therapy, required to treat the atrial fibrillation, would increase the risk of perioperative thrombus formation and embolization. The presence of the artificial aortic valve is another potential source of thrombus formation and embolization. Since it's unknown where the palmaz stent was placed, it is unknown if potential clots that may have formed on the device were in a position to travel with the circulation into the carotid artery and into the brain. This patient had an extensive and complicated medical history. Review of the information suggests that vessel/lesion and the patient's history and medical condition may have contributed to the reported unfortunate event.